Event description:
It was reported through a case report titled "half-cut balloon, a novel, ultra-rapid, and cheap technique to seal a coronary perforation" in jacc: cardio vascular interventions (vol. 13, no. 19, 2020) that identified an asahi caravel microcatheter and gaia second guide wire had might contributed to vessel perforations. Excerpt is as follows: a54-year-old man with an old anterior wall myocardial infarction status post percutaneous coronary intervention to left anterior descending coronary artery presented with complaint of angina on exertion class ii of 6 months duration. Coronary angiography revealed a patent stent in the proximal left anterior descending coronary artery, but the codominant left circumflex coronary artery (lcx) had a chronic total occlusion in the mid-segment. By using a radial approach, the left main was engaged with a 6-f extra backup 3.0 guiding catheter. A runthrough ns extra floppy wire (terumo, tokyo, japan) was initially selected and mounted on a caravel microcatheter (asahi intecc, nagoya, japan), but the wire could not cross the lcx lesion. Hence, it was exchanged with a asahi gaia 2 wire, which crossed the lesion. The lesion was pre-dilated with a 1 10-mm compliant balloon. The gaia 2 wire was exchanged though the caravel microcatheter back to a runthrough ns extra floppy wire. At this stage, we noted a perforation in the distal artery leaking into the pericardium; soon thereafter, the patient become hemodynamically unstable. The lcx artery was occluded via a prolonged balloon inflation. Pericardiocentesis was performed immediately. However, because the leak persisted after 20 min of balloon occlusion, we decided to seal the perforation. A half-cut balloon shaft was mounted on the same guidewire and advanced to the distal site wedged onto another 1.5 10-mm nc balloon. The half-cut shaft balloon was then parked in the lcx artery at the site of chronic total occlusion entry. The artery was then occluded again with a 2.5-mmballoon. Anticoagulation was reversed with intravenous protamine. Hemostasis at perforation site was confirmed via repeat coronary angiography. After another 10 min of observation, the patient remained hemodynamically stable, and echocardiography showed no reaccumulation of pericardial fluid. Our patient was discharged on the third day postprocedure on single antiplatelet therapy. Caravel is reported as MFR report #: 3003775027-2022-00038. Gaia second is reported as MFR report #: 3003775027-2022-00039.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility because they considered this event was not associated with quality of asahi devices. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Due to limited information provided from the literature, how the caravel microcatheter or gaia second guide wire had cause or contributed to the reported vessel perforation was unable to be determined. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with this event. It was conclude that this event was not associated with product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] vessel dissection or perforation.